Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device will not be returned to manufacturer.

Event description:
Caller states the patient tested 4.7 inr on the coaguchek xs plus system while a comparison lab returned as 3.5 inr. No treatment information provided. No adverse event reported. Requested return of suspect system and replacement was sent.